Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) alleging an unusual issue with the patient's onetouch ping meter. The complaint was classified based on the customer care advocate (cca) documentation since the reporter was unable to be contacted with follow-up questions. The reporter claimed that from 9:30am onwards on the morning of (B)(6) 2016, the meter provided "normal" results of "84, 87, 122 and 179 mg/dl", but "now when looking back in the logbook in the meter, the values have changed and they are reading high glucose instead of the lower values they presented at the time". The patient manages her diabetes with insulin pump therapy. The reporter denied that the patient had made any changes to her usual diabetes management routine after obtaining the reported results. The reporter claimed that approximately ten and a half hours later, at 8pm on (B)(6) 2016, the patient developed symptoms of "vomiting and loss of appetite". She reported that the patient was taken to the emergency room (ER) where a blood glucose result of "771 mg/dl" was obtained on the hospital meter and the patient's symptoms were treated with "IV insulin and saline, with and without sugar" by a healthcare professional (hcp). During troubleshooting, the cca walked the reporter through resolving the issue, but the issue was not resolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. In conclusion, although the reporter claimed the patient obtained inaccurately low readings on the subject meter and reportedly developed signs and symptoms suggestive of severe hyperglycemia which required hcp intervention, this adverse event has been reported elsewhere. However, this complaint is being reported as a malfunction as the alleged unusual issue could not be resolved during troubleshooting.